Manufacturer narrative:
(B)(4). Batch #: v96e3a. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps03 device was received with the electrode tip bent and the shaft sheath damaged at the instrument tip. In addition, the electrode tip was not detached as reported. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: do not attempt to bend, sharpen, or otherwise alter the shape of the electrode tip. Doing so may cause electrode tip failure and user or patient injury. Please reference the instruction for use for more information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic hysterectomy, the electrode popped out from the side of the shaft, although the surgeon did not put too much pressure on the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.